Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate product serial and/or catalog number. The reporter stated the device was discarded and not available for return, and that the serial and catalog number were unknown. Without the device or further device information, the connecter type associated with this event cannot be determined. Additional information was requested of the initial reporter regarding exact implant date and diagnostic testing. To date, no further information has been received by apollo. Device labeling addresses the reported event of leak as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: the patient had their port replaced due to a leak.